Event description:
It was reported that the device was used during an upper left lobectomy procedure. The surgeon was firing across the bronchus and after the firing, when removing to unload the device, the metal cartridge pan remained in the device. The cartridge pan was removed. The device was cleaned, reloaded and used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results that one reload was received with the pan detached. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.